Event description:
Reportable based on additional information received (B)(4) 2013. It was reported that the stent could not cross the lesion and a shaft kink occurred. The 90% stenosed, 17x2.5mm target lesion containing a significant >=90 degree bend was located in a moderately calcified and severely tortuous left circumflex (lcx) and right coronary artery (rca). Predilation was performed using an unspecified balloon catheter. A 2.50x20mm promus element drug-eluting stent was then selected and advanced to treat the target lesion but was "hard" to cross and the advancer rod got kinked. The doctor changed to another device to finish the procedure. Additional information received indicated that the shaft fractured. When the doctor was withdrawing the device, it was noticed that the stent dislodged between the distal end of guiding and the sheath in the radial artery. An unspecified balloon was then advanced through the side of the stent and was inflated at the distal of the guiding. The dislodged stent and guiding were retrieved successfully and the patient was then suggested to undergo a bypass surgery. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed a kink at approximately 4.5mm from the distal edge of the tip. The stent had also detached and was not returned for evaluation. No further damage was noted to the catheter. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on additional information received 07 march 2013. It was reported that the stent could not cross the lesion and a shaft kink occurred. The (B)(4) stenosed, 17x2.5mm target lesion containing a significant >=90 degree bend was located in a moderately calcified and severely tortuous left circumflex (lcx) and right coronary artery (rca). Predilation was performed using an unspecified balloon catheter. A 2.50x20mm promus element &#10244;rug-eluting stent was then selected and advanced to treat the target lesion but was "hard" to cross and the advancer rod got kinked. The doctor changed to another device to finish the procedure. Additional information received indicated that the shaft fractured. When the doctor was withdrawing the device, it was noticed that the stent dislodged between the distal end of guiding and the sheath in the radial artery. An unspecified balloon was then advanced through the side of the stent and was inflated at the distal of the guiding. The dislodged stent and guiding were retrieved successfully and the patient was then suggested to undergo a bypass surgery. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.